Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed irritation under the lifevest. Patient described the area as soreness under the electrodes on the back and noted that it is very uncomfortable . There was no alleged device malfunction contributing to the irritation. The patient¿s pt therapist recommended removal of the vest. Outcome of the irritation is unknown